Manufacturer narrative:
UDI: UDI not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device; failure event observed during analysis. A partial connector portion of the lead measuring 16.2 cm was returned for analysis. Insulation degradation was noted at 14.2 cm from the connector pin. External insulation abrasion was noted from 15.4 cm to 15.6 cm from the connector pin, consistent with friction against the pulse generator can. The other damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.